Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the act button was very slow and not responding. Customer also had problems getting into the menus. Insulin pump will need to be replaced. No additional info provided.

Manufacturer narrative:
The insulin pump buttons all responded properly. However, moisture damage was noted at the keypad traces. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.